Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Initial surgery / implant date is (B)(6) 2009. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device found evidence of metal debris on the articular surface and deformation on the lip of the liner. The deformation may have occurred during explantation. Indentation and damage on the backside of the liner was evident, likely caused by contact with the acetabular cup after the liner dislocated. Fragments from the fractured rim of the liner show evidence of possible deformation and/or impingement. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿fatigue of component can occur as a result on loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight.¿ under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to fracture of the acetabular liner. The acetabular liner, locking ring and modular head were removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient had revision surgery on (B)(6) 2014 due to liner failing. It is unknown if liner fractured or how it ejected from locking mechanism.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Implant date ¿ unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date in 2009. Subsequently, patient had revision surgery on (B)(6) 2014 due to liner failing. It is unknown if liner fractured or how it ejected from locking mechanism.